Manufacturer narrative:
Suspect product: lot number 963/3. (B)(4). Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. That day, the patient experienced ¿vascular occlusion¿ on the left upper lip. The patient was immediately treated with hylenex and again the following day. The patient was also provided heat packs and aspirin. The symptoms are ongoing.